Event description:
It was reported "customer mentioned that they had experienced contrast leaking at the insertion site and/or around needle. She mentioned that CT was the area catching the issue and they might be able to provide more details."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn4046 showed one other similar product complaint(s) from this lot number.